Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5-mar-2026, it was reported by a sales representative via (B)(4) that qty 2 ar-8741-40 t-10 drivers broke while inserting an ar-8735bv-40 beveled ft screw. Fragments were produced, and all fragments were successfully retrieved. The case was able to be completed successfully. Noticed during a case with no patient effect.